Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that prior to surgery, the nut on link would not rotate. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(4): a manufacturing evaluation was completed: part was received in very good condition with some instrument marks on the side. Center screw cannot rotate. When parts are assembled center screw is staked so screw cannot back out. If the screw is turned counter clockwise the staking will prevent it from being turned. With screw backed out, the assembly comes apart. Final quality assurance inspection checks that assembly will not come apart. The screw and threaded hole dimensions could not be inspected as screw cannot be removed because of the staking. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product code for this report includes; mni, mnh, kwp and kwq. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.